Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this right ventricular (rv) lead exhibited recurring high out of range shock impedance measurements. Surgical intervention was performed and a lead abrasion was noted. During the procedure the patient¿s blood pressure dropped due to lead perforation. The procedure was converted to an open chest surgery where all products were removed from service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment was returned severed 14.5 centimeters (cm) from the terminal pin. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The lead was later returned for analysis. No additional adverse patient effects were reported.